Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the balloon was ruptured at approximately 2.5 mm from its distal tip marker. The balloon was ruptured around the catheter. There appeared to be unknown substance in the catheter and in the distal balloon section. The balloon catheter was bent along the length of the catheter. The bend on the catheter shaft appeared to be due to the way the product was packaged when it was returned for analysis. During functional evaluation, the device was prepped according to the direction for use (dfu). The catheter could not be inflated due to the leakage on the balloon section. Per the customer, the damage to the balloon was not noted during inspection and preparation. Based on limited available information and analysis of the returned product, the exact cause for reported and observed issues cannot be determined.

Event description:
Based on the investigation results, the balloon (subject device) was ruptured. There was no clinical consequences to the patient.